Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, scratch on the lens was noted and it was not too distant from the trailing haptic. Additional information has been requested and received stated that lens was remained implanted.

Manufacturer narrative:
The product was not returned. Two photos were provided and attached to all of the complaints. The damage was indicated to be near the trailing haptic. Both photos show an implanted single-piece monofocal lens. Photo 1: a line is observed at the top of one optic/haptic junction. This may be a scratch or a crack. Unable to determine from the photo. Photo 2: a line is observed at the top of one optic/haptic junction. This may be a scratch or a crack. Unable to determine from the photo. There are also other marks and what appears to be a small crack observed on the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. No determination as to the nature or origin of the scratch/crack can be determined from the photo. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag the IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).